Event description:
It was reported that during a stent procedure from a clinical registry outside the u.s., the case report form indicated that a double lumen dissection occurred. No other info was available.